Event description:
It was reported that while the ventilator was connected to a pt, two technical error codes indicating disabled valves and breathing control communication failure were generated and ventilation stopped. The monitoring equipment showed that the pt's oxygen saturation had dropped to 80%. The pt was disconnected and was manually ventilated.